Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Also, the permanent cautery spatula had excessive dried residue around the clamp pulley cable grooves. The complaint regarding broken cable was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted benign hysterectomy surgical procedure, the customer reported a broken conductor cable on the permanent cautery spatula. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter; however, the customer could not provide any additional information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.